Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes > 2.0v capture thresholds, 1.0 mv sensing thresholds and lead dislodgement.